Event description:
It was reported that 3 of the bd eclipse¿ needle with detachable bd luer-lok¿ syringe had difficult plunger movement. The following information was provided by the initial reporter, translated from mandarin chinese to english: plunger is hard to push.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jan-2023. H6: investigation summary: our quality engineer inspected the 3 photos and 5 samples submitted for evaluation. The reported issue of plunger movement difficult were confirmed upon inspection of the samples. Three syringes were received from batch 1237349 with the opened package the plunger which is not flat on the tip and is considered jammed, the plunger was slightly hard to push. Bd determined that the potential root cause for the jammed stopper defect is associated with the assembly process. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that 3 of the bd eclipse¿ needle with detachable bd luer-lok¿ syringe had difficult plunger movement. The following information was provided by the initial reporter, translated from mandarin chinese to english: plunger is hard to push.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.